Event description:
It was reported that a spectrum pump constantly displayed an occlusion message in the emergency room. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false occlusion alarms which were not reproduced. Upstream and downstream occlusion alarms were confirmed during a review of the event history log. The downstream and upstream sensors were calibrated to ensure proper occlusion detection.